Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: device evaluation: the device has been returned and evaluated by product analysis on 7/25/2017 with the following findings: during the investigation, that pump could not be powered on due to complete system/power failure. The attempt to download the pump history and black box was unsuccessful due. The ¿call service alarm issue¿ was unable to be adequately investigated due to an inability to run the 24 hour basal program and the pump having no power. During visual inspection, it was observed that the battery compartment was cracked and contained corrosion. The pump was opened and there was no moisture observed internally. During testing, when power was applied power externally directly to the printed circuit board and the pump was able to power on and boot up.